Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "the patient was diagnosed with uterine cavity space-occupying lesion. On (B)(6) 2026, an endoscopic imaging system used during the procedure. Intraoperatively, the computer acquisition system malfunctioned with a blue screen and became inoperable." No negative impact in state of health reported.